Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "blue soft key on keypad doesn't work", which was reproduced. The device evaluation confirmed column 2 on the keypad (2nd soft key, setup, #1, #4, #7) to be inoperable caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that on a spectrum pump the "blue soft key on keypad does not work". Any patient involvement, injury or medical intervention is unknown.